Event description:
The customer alleges that the unit will no longer heat. The unit was being used on a patient when the alleged issue was detected, but there was no patient injury.

Manufacturer narrative:
(B)(4). A visual, functional and dimensional inspection of the product involved in the complaint could not be conducted since the product was not returned. Per DHR (device history record) review, the product aquatherm heater 091, serial #(B)(4) was manufactured on 08/06/2012. The DHR investigation did not show issues related to the complaint. A document assessment (fmea) was conducted and no changes were required. Corrective actions cannot be changes were required. Corrective actons cannot be established since it is necessary to receive the physical sample to perform a proper investigation and confirm the defect. The customer complaint cannot be confirmed since the device sample is not available. If the device sample becomes available at a later date, this complaint will be updated accordingly. Teleflex will continue to monitor and trend relating complaints.